Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened (creased) act and esc and up buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that there was issue with up button and main button, button was really difficult to push and get to insulin pump respond. Customer was advised to observe time clock for one minute to verify if time advances, customer state clock moves forward. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.